Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation doesn't stop in our tubes') and inflammation ('inflammaton spreads through entire body causing havoc') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant) and abdominal distension ("a giant belly"). At the time of the report, the salpingitis, inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, inflammation and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, abdominal distention and inflammation nos. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation doesn't stop in our tubes') and inflammation ('inflammation spreads through entire body causing havoc') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), inflammation (seriousness criterion medically significant) and abdominal distension ("a giant belly"). At the time of the report, the salpingitis, inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, inflammation and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: salpingitis, abdominal distention and inflammation nos. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.